Event description:
The customer went to move the c-arm and it would not move up or down. She was able to complete the case by moving the table instead.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found a key switch that had been turned between the on and off position. The unit was able to make x-rays but could not go up or down. There was no error code. He put key switch to the on position. He replaced the power supply. The system operates as intended.